Event description:
It was reported that the lesion site was proximal to the mid left anterior descending artery. The vessel was 95% stenosed, concentric and mildly tortuous. During deployment of the 3.0 x 23 xience v device a dissection occurred at the distal end of the stent. Another xience v stent was used to cover the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.